Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 implantable pacing lead, (B)(6)1997. (B)(4). Device not received by manufacturer.

Event description:
It was reported that the patient presented to the emergency room after having fallen and having experienced syncope and pre-syncope. The patient's rhythm was in the 20's-30's. The patient had apparently suffered a broken shoulder and impact to the head, which required a CT scan, as a result of falling at least three times in the last eleven months. Upon interrogation, the device was not pacing and there was high battery impedance. The device was explanted and replaced. It was noted that the patient had been lost to follow-up. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.